Manufacturer narrative:
Cracked reservoir tube lip, cracked display window and cracked case near display window corners noted during visual inspection. The pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. The motor tested ok. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level at the time of incident was 45mg/dl. The customer states they have treated with food. Troubleshoot was conducted. The customer states the pump was exposed to x-ray. The pump passed the displacement test. Per the customer's request the pump is being replaced and returned for analysis.